Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Section d information references the main component of the system. Other relevant device(s) are: mc1vr01-delsys, the main component of the system. Product event summary: the full delivery system was returned, analyzed, and no anomalies were found. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the outer shaft of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact with the tether but not fully recaptured in the device cup. The inner shaft is kinked at 1.7 cm from the distal end of the recapture cone. There is blood on the outer shaft located at the distal end of the stability member. The device was able to be deployed, then pulled up to the recapture cone with the tether without resistance, and was able to be fully recaptured in the device cup. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 2020-04-28 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 2019-07-29. Device evaluated by MFR: no. Device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 2018-1-27. Labeled for single use: yes. Patient code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) the device could not be recaptured for repositioning. The ipg and delivery system (ds) were removed intact and it was noted the device could not be recaptured outside the body. The device was replaced. No patient complications have been reported as a result of this event.